Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially called to troubleshoot a no delivery alarm on her insulin pump. During the call, she mentioned that she was in the hospital for gastroparesis. She also had low blood glucose. She stated she knew why her blood glucose was low. She was treated with fluids through an IV. Customer declined troubleshooting for low blood glucose. No other details about the hospitalization were provided. Nothing further reported.